Event description:
The customer was performing a pt scan to be used for radiation treatment planning. The system stopped the scan prematurely and the user recognized the couch vertical position had lowered 0.5mm. The couch was adjusted to the desired height and the scan was continued and completed successfully with these images, but the images could not be used for cone beaming on the electra radiation therapy system. There was no misinterpretation or mistreatment of the pt. There was no report of a rescan. Philips service determined the couch vertical brake failed and caused the change in vertical position. If the couch vertical brake fails, there is potential for uncommanded downward motion of the couch and could continue downward until the couch reaches a mechanical stop. This could potentially result in pinching, entrapment and/or removal of pt medical tubing (ie IV tubing, ventilator tubing, etc.).

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported that when performing a patient scan to be used for radiation treatment planning, the system stopped the scan prematurely. The user recognized the couch vertical position had lowered 0.5mm. The couch was adjusted to the desired height and the scan was continued and completed successfully. The treatment planning was done successfully with these images, but the images could not be used for cone beaming on the electra radiation therapy system. There was no misinterpretation or mistreatment of the patient. No images or other information is available. There was no report of a rescan. The customer contacted philips help desk to inform them of the issue and an field service engineer (fse) was dispatched to the site. On (B)(6) 2012, the fse arrived on site and evaluated the system. Upon evaluation, the fse determined that the couch vertical brake failed and caused the change in vertical position. The fse replaced the vertical brake to resolve the issue. The failed part was disposed of and no bug reports were provided. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined. However, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to a failed vertical brake. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: redundancy, 4:1 minimum safety factor, physical limit stops / mechanical. The fse replaced the vertical brake to resolve the issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).